Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, and stress marks. Weight measurement identified the device was underweight. Microscopic analysis was performed which identified crease sharp on posterior side. Based on the device analysis, the final assessment is a crease sharp on posterior side due to fold flaw opening.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade unknown. Device has been explanted.